Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was intermittently receiving an out of regulation (oor) message on their patient programmer, accompanied by an intermittent increase in tremor. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the event. The patient was in a regional area so they did a lead connection check over the phone and confirmed that 8 electrodes were within normal range for impedances. The patient was scheduled to visit their physician in a few months and have an impedance test performed. No actions or interventions were taken to resolve the issue, and the issue was not resolved at the time of the report. No surgery was planned or occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the ins had been interrogated by the clinician tablet prior to the rep interrogating the ins with the programmer. During the interrogation, they received the message "invalid settings have been detected. All settings will be cleared. (7,2)". The only option was to select "ok", so they selected this and the device prompted them to set up the ins as if it was new in the box. They set up the device using the settings that were previously on it, as listed in the tablet's session report. They ran an impedance test at 3v which revealed an open circuit on electrode 1 (the patient was programmed at 1-, 2+), which was consistent with the oor message they were receiving on their patient programmer. The ins was re-programmed to 0-, 2+. The patient's tremor was somewhat, if not completely, controlled on the new settings. The issue was considered resolved.